Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. The failure mode could not be determined but the broken needle point condition is consistent with passing the needle through challenging tissue (thick or calcified) or hitting bone. The device met all material specifications as received. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The distal end of the nitinol point demonstrated minimal scrape marks, indicating the device was not fired excessively. Device history record review revealed nothing relevant to this event. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy with rotator cuff repair case, after the 2nd pass with the ar-13995n, multifire scorpion needle, it was noticed that the very tip of the needle was missing. The needle was dry-fired/deployed approximately two times prior to use in surgery, to clear and reload the suture. Additional information obtained 02/27/2017: per the sales rep, the surgeon does not think the tip was left in the patient and an x-ray was not brought in to confirm. The case was completed with another multifire scorpion needle.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the (B)(4) complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Per customer, device not being returned.

Event description:
It was reported that during a shoulder arthroscopy with rotator cuff repair case, after the 2nd pass with the ar-13995n, multifire scorpion needle, it was noticed that the very tip of the needle was missing. The needle was dry-fired/deployed approximately two times prior to use in surgery, to clear and reload the suture. Additional information obtained 02/27/17: per the sales rep, the surgeon does not think the tip was left in the patient and an x-ray was not brought in to confirm. The case was completed with another multifire scorpion needle.